Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that screw (iuniht) fractured at tooth location 19. Fractured screw piece was removed. No additional surgical/ medical intervention was reported to resolve this issue.

Manufacturer narrative:
One certain® titanium hexed screw (iuniht) was returned for investigation. Visual evaluation of the as returned product identified a complete fracture on the threads of the screw and both pieces were returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No pre-existing conditions were noted on the per. The patient had unknown bone density. The reported device was located on tooth # 19 and was used for approximately 10.5 months. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iuniht). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.